Manufacturer narrative:
One i3 unit model cm1100 with main unit serial #(B)(6) and one i3 accessory set was returned excluding power cord and power supply. External and internal visual inspections of unit revealed exposed wires of right ang ext, 2.5id/5.5od 16awg. It is undetermined if there were any additional findings on the power supply and power cord since it was not returned with the unit. Customer reported unit revealed exposed wires on power connector cord. - confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.